Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation that was weeping "green goo". The patient is staying in the hospital where the staff had advised that the patient remove the lifevest due to the irritation. During a follow-up, the patient stated that the condition of the irritation had improved.